Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that keypad was unresponsive. Customer states the scroll bar is not moving with no input. Customer states using the down arrow allows them to navigate screens. Customer states block mode is inactive. The customer¿s blood glucose was unknown. Customer states the pump was neither dropped nor exposed to moisture. Advice the pump will need to be replaced. Advice to discontinue use of the pump and revert to backup plan per health care professional instructions. Device will be return for analysis.

Manufacturer narrative:
Insulin pump was received with no button response, problem isolated to the keypad assembly. Unable to perform the displacement test and self test due to no button response.